Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2007, patient underwent following surgery: anterior spinal fusion l4-5, anterior spinal decompression l4-5, anterior spinal instrumentation l4-5, interbody spinal device placement at l4-5, anterior buttress plate placement at l4-5, local bone graft, bmp; for pre-op diagnosis of: lumbar degenerative disc disease and stenosis l4-5. Per-op notes: l4-5 was identified fluoroscopically. Disc was removed, bilateral foraminotomies were performed and peek spacer was selected. Spacer was placed in interspace filled with bmp and local bone graft. Fluoroscopic images showed everything was anatomic. No complications were reported. On (B)(6) 2009, patient underwent following procedure: posterior spinal fusion , l4-5, right sided hemilaminectomy, l4-5, left sided hemilaminectomy, l4-5, exploration of fusion, local bone graft, allograft bone; for a pre-op diagnosis of lumbar stenosis. No complications were reported.